Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. At this time, the product remains in service and no adverse patient effects were reported.